Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The current blood glucose value is 152 mg/dl. The current sensor glucose value is 40. The customer second pump the current blood glucose value is 120 mg/dl. The current sensor glucose value is 50. The customer was advised the sensor works fine, showed correct value.